Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer states that the issue is resolved. The customer declined a follow up or troubleshooting, so no additional information was obtained. There was no reported adverse impact to the customer's blood glucose level.